Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 500-600 mg/dl with large ketones. Reportedly, a healthcare provider identified the ketone level as dangerous. A manual injection was used to correct bg and the pump supplies were changed to address the issue.